Event description:
Pt had severe aortic insufficiency and cineradiography showed one leaflet open not moving. Pt was reoperated. Fresh clot was seen below one leaflet, but was not found on the valve at explant. Valve appeared normal after explant.